Event description:
It was reported that externalized conductors were observed in the pocket during device replacement for normal eri. The lead was capped and replaced. The patient was in good condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.